Event description:
A technician reported that suction was lost at 70% during surgery. The procedure was completed by exchanging the patient interface (pi). There was no patient harm.

Manufacturer narrative:
H3, h6: investigation including root analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).